Event description:
It was reported that the device could not be set into MRI mode. System diagnostic recorded high impedances on multiple lead contacts. As a result, surgical intervention was undertaken wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. Therapy date for concomitant product was unknown hence estimated event date was used d6a - date of implant is unknown. During processing of this complaint, attempts were made to obtain device information. Further information was requested but not received. A patient's device could not be set into MRI mode was reported to abbott. System diagnostic recorded high impedances on multiple lead contacts. As a result, surgical intervention was undertaken wherein the entire system was explanted to address the issue. The device was not returned for disposal/evaluation. Based on the information received, a single definitive root cause for the reported issue was unable to be conclusively determined.